Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent by customer and being reviewed by technical support. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the bellavista 1000e was alarming with red lights and a low tone alarm. The ventilator interface had frozen and there was no way to navigate through the screens. The customer also reported that they could not power down the ventilator. The issue occurred during patient-use and they have provided manual ventilation until transfer to a backup ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the ventilator. A visual inspection of the unit was performed and no physical damage was found. The power electrical pathway is also responsive. Once the power button was pressed the ventilator powered on completely and the touch screen was tested for proper responsiveness and no functional issues were found with the response accuracy. A previous initial cause was determined to possibly be an issue with the main electronics printed circuit board assembly. In order to meet the customer demand on the return of this ventilator a decision was made to provide the customer with a replacement ventilator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.